Event description:
It was reported that the user forgot to announce breakfast with their ilet system, experienced hypoglycemia earlier in the morning to 56 mg/dl treated with oral glucose, and subsequently developed hyperglycemia to 330 mg/dl as the pump applied conservative correction following the prior low; blood glucose later decreased to 161 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included transient low and high glucose with return toward target without medical intervention or hospitalization. Investigation included review of user report and troubleshooting and education on missed meal announcement and treatment of low and high glucose. Investigation of this case revealed user-related operational factors, specifically a missed meal announcement followed by consumption of fast-acting carbohydrates, which contributed to the glycemic excursions while the automated system limited insulin delivery after hypoglycemia. It was concluded that the device functioned as designed and that the event was related to use conditions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.